Manufacturer narrative:
A review of the device history records indicates that this lot of mesh passed all quality and performance requirements prior to product release. A review of the sterility records was also conducted. The review shows that this lot of mesh passed all sterility requirements and that there were no sterility cycle deviations during the process of sterilization. Summary/conclusion: based on the details of the complaint, atrium medical cannot conclude that the mesh was faulty or the cause of the patient¿s condition. Clinical evaluation: serosanguineous drainage is one common type of wound drainage. It typically appears as the wound is trying to heal and may have a pale red or pink color. It may also appear as a clear liquid swirled with red blood. This type of drainage is a sign of healing, and it is not usually a cause for concern when it appears in normal amounts. Serosanguineous drainage that becomes redder may be an indication of active bleeding, a reopened wound, or a hemorrhage. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs.

Event description:
N/a.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event. Device not returned.

Event description:
The patient came to the hospital for treatment due to right inguinal hernia. On the third day after surgery, the doctor changed dressing and found that the patient had a slight redness and swelling in the incision and a little reddish body fluid on the dressing. The doctor ordered infrared physical radiation treatment for 2 times/day, and the wound healed well after 4 days.